Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact on the customer's blood glucose level. Despite trying multiple cartridges, the customer was unable to resolve the alarm, and a cts representative confirmed the need for a replacement pump and original cartridge. The customer was advised on procedures to follow, such as removing the cartridge and delivering a bolus, putting the pump into storage mode before returning it, and setting up the replacement pump, which was promptly sent to them. The customer plans to use manual injection as a backup until the new pump arrives.